Manufacturer narrative:
The tandem user guide states: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 600 mg/dl and an unspecified ketone level. A system check was performed, and it was found that the cartridge was leaking from the cartridge tubing. Additionally, it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline, administered a manual injection of insulin, as well as loaded a new cartridge to address the cartridge issue and elevated bg. Customer was discharged from the ER later the same day, on (B)(6) 2025, with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.